Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, after loading the reinforced reload and after four successful firings, the doctor pressed the green ready to fire button but the firing lever was loose and it didn't fire. The doctor repeated the firing cycle more two times but still it had the same result. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, after loading the reinforced reload and after four successful firings, the doctor pressed the green ready to fire button but the firing lever was loose and it didn't fire. The doctor repeated the firing cycle more two times but still it had the same result. A new handle and reload were used to complete the case. There was no patient injury.